Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
This emdr is being submitted for an unknown number quantity. Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, due to the tape not sticking and the patient got treated with manual bolus. No further information is available.